Manufacturer narrative:
The customer¿s report of the pump module losing connection was replicated during lab testing; however, it was replicated on the left side of the pcu, not the right side where it was determined the suspect pump module was infusing at the time of the reported channel disconnect. The pcu¿s left iui connector had corrosion and a thick, white residue on the contact points of several pins which impeded connectivity. The pcu¿s right iui had residue and corrosion on most of the pins. The iuis of the affected pump module had corrosion and a film of residue. The pcu event log showed that on (B)(6) 2016 at 9:08pm a norepinephrine infusion was started; the infusion continued without any alarms or issues until (B)(6) 2016 at 11:04am when a channel disconnect error occurred. The infusion was restarted 13 minutes later. The cause of the pump module losing connection is believed to be contamination and corrosion of the iui connectors.

Event description:
The customer reported that a very ill, elderly patient was receiving multiple infusions, including levophed. He was transported to x-ray department and while placing the film, the bed bumped into the pc unit causing a channel disconnected alarm to occur on the levophed channel. The customer estimates that the levophed was interrupted for approximately 5 minutes until the nurse was able to restart the infusion. The patient was receiving another pressor on a different channel. Approximately 30 minutes later the patient's pulse could not be palpated and a code was called. He remains very ill and the physician has stated that he believes that the patients pre-existing condition led to the code event. He does not believe that the interruption in the infusion was a contributing factor.